Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Review of the evaluation confirmed the device error logs confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).